Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test due to jammed motor gearbox. Analysis wsa unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. Pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call the piston was unable to move. The customer's blood glucose was 340 mg/dl at the time of the incident. The customer states they went to the doctor and was unable to assist with priming the insulin pump. The customer states the number would counting and the pump alarmed rewind completed. However, the piston would not function. The insulin pump will be returned for analysis.